Event description:
(B)(6) old female underwent elective right superficial femoral artery atherectomy with av emboshield nva6 embolic protection system 190 cm long lg over abbott asahi grandslam guidewire. Grandslam wire was inadvertently severed on second pass during the atherectomy. Wire was removed with snare except for the very tip -3 cm - which remained in very small insignificant branch of right sfa. Procedure was successful and pt was discharged with no sequelae.